Event description:
It was reported that a cyberonics employee was having problems with her handheld device. She indicated that the screen would freeze whenever she tried to navigate from the menu page. The handheld has been returned to the manufacturer for analysis however, it is not complete at this time.